Manufacturer narrative:
H2: additional information: see d10. H3: one cadd solis vip pump was returned with a damaged lens. The event history log was reviewed, functional and accuracy tests were also conducted. The reported "no fluid pushed" issue could not be duplicated. The device passed all functional testing and is running as expected which just leaves the programming of the unit. There was no fault found with the returned pump.

Event description:
Information received a smiths medical cadd solis vip 2120 pump did not infuse 2200 milliliters at 100 per hour of sodium bicarb. Clinician set up pump in clinic and sent patient home, however when he returned the infusion did not complete and the 2200 milliliters remained in bag. The clinician reported the patient has a triple lumen hickman catheter that was assessed by registered nurse by flushing and receiving good blood return, before setting up line and pump. The hickman catheter three lines were all functional before infusion. Patient receives sodium bicarb for supportive care after receiving methotrexate, which can be harmful to liver. The clinician reported that once the patient returned, he was given a bolus of sodium bicarb in clinic and that patient completed treatment without harm. All alarms were working prior to infusion, so concern of why infusion did not run.